Event description:
An event occurred on an unspecified date in (B)(6) 2025 and involved a primary plum set all check valve in sight chamber, 15 micron filter, clave secondary port, polyethylene lined light resistant tubing, distal microbore tubing, clave y-site, secure lock, 264 cm. The customer reported that during the chemotherapy (oxaliplatin) infusion, leakage was detected from the air filter vent; the device was changed out/replaced with no further problems encountered. No holes, cuts, tears or defects were noted on the device. There was no exposure/contact of the drug with the patient or healthcare provider. The product was stored in original packaging, room temperature. There was patient involvement but there was no reported patient harm/injury.

Manufacturer narrative:
The device is not available for evaluation. However, a device history review should be conducted. Additional reporter: (B)(6).

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.